Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. A report received from the affiliate indicated that during preparation of a cypher select + for use, the user noted prepping difficulties when an indeflator was attached and suction could not be applied. The product was not clinically used in the pt. The procedure was successfully completed using another product. The product was stored according to IFU. No anomalies were noted on the packaging. No anomalies were noted when the product was removed from the package. The product was returned for evaluation. One non-sterile cypher select 3.50 x 28mm was received coiled inside of plastic bag. No damages were observed in the sds. The catheter was received with the stent mounted in its original position with no damages. The luer hub was observed vertically cracked from the thread through the molding injection point. A leak was detected at the hub when the unit was prepped to apply pressurized water. A review of the mfg documentation associated with this lot presented no issues during mfg process that can be related to the reported complaint. The prepping difficulty reported by the customer was confirmed. The failure reported was due to a crack in the luer hub. This failure was determined to be related to the mfg process of the product. An investigation was conducted and actions have been initiated to address hub crack failures in the cypher family.

Event description:
The info received indicated that the physician connected the cypher select + 3.50 x 28mm stent to the indeflator prior to use on the pt. The physician could not pull the indeflator negatively before insertion. A second try was made with a new indeflator and the failure occurred again. Additional info received indicated that the product was stored in a cabinet inside the cath lab. No anomalies were noted on the packaging. No anomalies were noted prior to taking the device out of the package. The product was removed from the package in the same regular routine as all other cypher stents used in the facility. The operator removed it from the package and connected it to the indeflator. The defect was noted during prep, when the operator pulled the indeflator. The device failed outside the pt body, and no insertion attempt was made before or after the failure.